Event description:
It was reported that on one of the cold lights (sn: (B)(6), the nursing staff smelled something burning coming from the cold light and saw smoke. Therefore, there was a thermal event.

Manufacturer narrative:
Three attempts were made to retrieve the device for evaluation but the device was not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: visible smoke coming from light source probable root cause: component overheating, main board, front board, or receptacle board malfunction, light engine malfunction, power supply malfunction, software malfunction, foreign material on proximal end of light cable the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that on one of the cold lights (sn: (B)(6)), the nursing staff smelled something burning coming from the cold light and saw smoke. Therefore, there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.